Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest discomfort and presented for follow up. Loss of capture, high thresholds and a drop in sensing were noted on the right ventricular (rv) lead. A possible micro perforation was also noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.